Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for valproic acid (valp) on three patient samples. All results are in ug/ml. The customer indicated that controls on (B)(6) 2013 had been out of range. This led the customer to repeat the previous day's valp results on three samples. The customer indicated the samples were not consecutive. The customer indicated that all patients were older than 20 years old, but could not provide a more specific age. Patient 1 had an initial valp result of 0.4, accompanied by a data flag, which was reported outside of the laboratory. The sample was repeated on (B)(6) 2013 and generated a result of 4.0, which was reported outside of the laboratory. The sample was repeated again on (B)(6) 2013 and generated repeat results of 76.0 and 78.1. The customer deemed the repeat result of 76.0 to be the correct result and remediated the previous result. There was no adverse event. Patient 2, a male, had an initial result of 3.7, which was reported outside of the laboratory. The sample was repeated and generated a result of 57.3. The repeat result was deemed to be the correct result and the customer remediated the previous result. There was no adverse event. Patient 3, a male, had an initial result of 2.2, which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 0.4. The repeat result was deemed to be the correct result and the customer remediated the previous result. There was no adverse event. The lot number and expiration date of valp reagent in use was requested, but was not provided by the customer. The field service representative performed an instrument check and found a fluidics failure. He replaced the reagent probe and re-ran the instrument check. The customer indicated that since the service visit, they have had no issue with reproducibility.